Manufacturer narrative:
Analysis of the ins (B)(4) found no anomalies. The ins passed all functional testing in the lab. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory.

Event description:
The rep reported that they would send back the device in a prepaid mailer once it was cleared from pathology. The device was sent out on (B)(6) 2017- and received by the manufacturer on 2017-jun-12. No further complications are anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was scheduled for an explant on (B)(6) 2017 because the patient did not like it anymore. Additional information was received from a rep via a patient on (B)(6) 2017. The patient reported that they had not had the sciatica pain since turning off their ins a few months ago. Additional information was received from a rep on (B)(6) 2017. The patient did well for their explant and everything removed easily. The rep nor the hcp would have any further information. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.